Manufacturer narrative:
The cause of the discordant results is unknown. Siemens is investigating this issue.

Event description:
The customer stated that in two instances, the advia 1800 instrument did not detect fibrin clots in the patient samples. Discordant results were obtained and reported to the physician(s). Repeat testing was performed and the results varied. The customer stated that in one instance, falsely elevated creatinine results were obtained. It is unknown if the corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2015-00131 was filed on april 15, 2015.additional information (07/09/2015): siemens healthcare diagnostics inc. Attempted to obtain more information for this event. The customer did not provide further information. The cause of the discordant results is unknown.